Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It was reported that the whisper guide wire was used to place a left ventricular pacing lead into the coronary sinus. It should be noted that instructions for use guide wire hi-torque guide wires ce/FDA (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The reported IFU violation of used in the wrong anatomy did not cause or contribute to the reported complaint. The investigation determined the reported separation appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement or positioning the guide wire inadvertently tip became kinked. Additional manipulation during placement ultimately resulted in the reported core separation. Additionally, the reported treatment appears to be related to the operational context of the procedure as the separated portion of the guide wire was left in the patient and no attempts were made to retrieve it. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
Subsequent to the previously filed medwatch report, the sus voluntary event report mw5095508 was received. However, no new information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the whisper guide wire was being used to place a left ventricular pacing lead into the coronary sinus. During positioning, the wire broke distally and remained lodged in a posterior branch of the coronary sinus. No attempts were made at retrieval. The case was completed without further complication and the guide wire was left in place. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.